Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported by a customer that the ivs where the valve failed, resulting in blood flowing onto the patient, nurse and floor. Verbatim: complaint via email. Email(s) attached. I just wanted to email and let you know we have had more ivs where the valve failed, resulting in blood flowing onto the patient, nurse and floor. This has already happened twice this week with two different nurses. One was a 20g and the other was an 18g. I recovered the 18g package. Lot number 5170365. Here is a pir for baptist health. I do not have the affected product but do have one lot number. Both instances the valve for blood control failed.